Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Per package insert (B)(6): loosening, pain and swelling are known adverse effect of the procedure. X-ray review indicates there is tibial loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information received, it was reported that patient was revised. The patient is in rehab.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. H6: health effect - impact code - 4614 - serious injury/ illness/ impairment is n/a which was reported on initial report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a revision procedure 3 years post implantation due to pain, swelling and tibial loosening. The surgeon stated that upon opening noticed that the tibial prosthesis was completely loose and the femoral prosthesis was coming loose. Patient is currently in rehab. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Medical products: tibia cemented 5 degree stemmed right size d catalog # 42532006702 lot # 63821043. Palacos r 1x40 single catalog # 00111214001 lot # 88694748. Palacos r 1x40 single catalog # 00111214001 lot # 87154603. Headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 63896087. Patella reamer blade with pilot hole 41 mm diameter single use only catalog # 00597909541 lot # 63781509. Oscillating saw blade strykerâ® power systems catalog # 25090127yg1 lot # 68409. Femur cemented cruciate retaining (cr) narrow right size 9 catalog # 42502006602 lot # 63860583. Articular surface medial congruent (mc) right 12 mm height use with tibia sizes c-d/cr femur sizes 8-9 catalog # 42522100512 lot # 63473170. All poly patella cemented 32 mm diameter catalog # 42540000032 lot # 63913695. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2021-00168, 0001822565-2021-02168, 0001822565-2021-02171.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient will be considered for revision due to pain, swelling and possible tibial loosening. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.